Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d294vrc, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead programming was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.